Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noticed that there was a problem with the way lens deployed. Additional information has been requested, yet no new information received. This report is associated with multiple complaints. This file is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.